Event description:
A 41-year-old female patient complained to FDA (mw5178446) about a burn and subsequent scarring following morpheus8 treatment on her abdomen 2 years and 9 months ago. According to the report, the scar "needed fat transfer to heal on my abdomen.".

Manufacturer narrative:
This report is submitted following patient's report to FDA mw5178446. Due to lack of contact details and photos, we cannot clinically assess the incident nor investigate it. The root cause remains unknown with the limited information available.